Event description:
It was reported that during an unspecified veterinary surgical procedure, it was discovered that the lower control button on the small batter drive device was sticking and causing the blade to stop osculating. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: as of this date, the device has not been returned for evaluation / repair; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. Device manufacture date: unknown. UDI: (B)(4).